Event description:
The account stated that the architect analyzer generated an initial b-hcg result of <7000 u/l. A new sample was obtained and a negative result was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation was performed on the architect analyzer, list number 3m74-01, (B)(4) and determined that it was performing acceptably. A review of the complaint text indicated that a diluted sample was run and a (B)(4) result of (B)(4) was transmitted to the customer's host laboratory information system (lis) without the < sign. No sample identification number or run date/time was provided. A review of all (B)(4) results captured in the customer's results log was performed. A total of (B)(6) results were captured in the log. No results of <5.0 or <7000 were found in the log. Complaint trending was reviewed and no similar complaints were found. The architect system operation manual was reviewed and was found to adequately address host configuration and troubleshooting. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.